Event description:
Customer reported a cartridge alarm issue related to their pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the report of cartridge alarms with consecutive cartridges and decided to replace the pump.